Event description:
A pt reported experiencing inaccurate low results with an ot basic enhanced meter. The pt's blood glucose results were 90mg/dl (meter), 135mg/dl (lab). Tests were done less than 10 minutes apart with a difference of 25%. Pt did not experience any adverse events. No further info has been reported.